Event description:
It was reported that the customer's blood glucose level was 157 mg/dl and the sensor's reported blood glucose level was 65 mg/dl. Standard troubleshooting was performed. It was discovered that the sensor was 5 days old. The customer had also had bent sensors in the past. The customer was advised to remove and replace the sensor. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.